Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset.